Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that at the start of the surgery, the scope inserted into the chest cavity was fogged up, obscuring the view, so they switched to a different scope.